Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent was missing. Another stent was used to do the procedure: reportedly, there was no patient involvement with this device. No additional event or patient information is available. This event is being reported based on the analysis of the returned device, which, revealed there were crimp marks on the balloon, indicating that a stent was originally crimped on the balloon and may have dislodged.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the shaft 6 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident information and analysis of the returned sds. The analysis found the only damage to the returned sds was a kink in the distal shaft. There was no mention of this in the incident and may have resulted from handling during the packing of the device for shipment back to abbott for evaluation. The analysis did confirm that the stent was not present on the balloon or returned with the device. However, crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. One possible cause of the stent dislodgement could be during the removal of the protective sheath. If excessive force is applied when the sheath is removed, this can cause damage and/or dislodgement of the stent. Although a conclusive root cause for the stent dislodgement cannot be determined, a field discrepancy notification will be issued to notify manufacturing of the reported incident. A conclusive root cause could not be determined, but a field discrepancy notice (fdn) was initiated on 8/15/06 to notify manufacturing of the incident. All further investigation and corrective actions will be documented and tracked in fdn. Product performance engineering will trend and monitor the incident circumstances. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.